Event description:
The customer stated that error code #1063 (invalid test result, correlation coefficient too low) and error code# 1113 (invalid test result, read value #) was generated on several pt samples when using the axsym digoxin iii assay. There was no impact to pt management reported.

Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.